Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample that pertains to the product code nw1326 was received for evaluation upon visual assessment of the suture, it was observed that the strand has begun with a degradation process caused by exposure to the environment. This condition contributes to the needle separating from the suture. In addition, remnant suture was noted into the hole. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. Per the sample condition, the functional test cannot be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related medwatch reports: 2210968-2023-01131.

Event description:
It was reported that a patient underwent a breast mammoplasty procedure on (B)(6) 2022 and suture was used. When the surgeon opened the foil to close the skin, the thread and needle were found separated in foil. During evaluation of the returned suture, it was found that the suture was degredated and there were wrinkles and holes due to handling in the package. There were no adverse patient consequences reported.